Manufacturer narrative:
The reported failure of the internal battery pack is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information alleging that a ventilator service required alarm occurred on a trilogy evo korea device. There was no allegation of harm or injury reported. The device was not in patient use. During evaluation of the trilogy evo korea device at the manufacturer's service center, the reported issue was confirmed. The device's internal battery pack was replaced to address the issue. In addition, according to the 4-year preventative maintenance assessment results, the inlet filter and muffler were replaced. Following service, the device passed final testing and met applicable acceptance criteria.